Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 07-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and arachnoiditis. It was reported that after a revision surgery took place on (B)(6) 2018, the pump was replaced and the catheter was revised. The caller stated that no back table prime was performed and the hcp had a very difficult time with any aspiration of drug from the catheter. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative and indicated that the catheter was found to be occluded by a suture near the pump suture loop site. It was reported that no interventions or actions were taken to resolve the issue. No further complications have been reported as a result of this event.

Event description:
Additional information received from a healthcare provider via the legal team reported the patient presented to the clinic, on (B)(6) 2018, for a pump refill. It was noted the patient was feeling like they had been having increased low back pain and lower extremity pain and paresthesia in the past week. The registered nurse attempted access of the reservoir port and was unsuccessful. The rn then attempted access of the reservoir port and was also unsuccessful. It was decided that port access with the use of fluoroscopy to guide access was the new step. It was noted a dye study was to be performed prior to refill of medication. The hcp was unable to aspirate csf from the catheter and did not see dye filling the distal catheter to the it space, nor was there dye pooling in the csf. It was concluded that catheter was occluded. The refill was then completed by the rn and the pump was put to minimum rate. Patient was observed for 75 minutes after refill. Patient's vital signs were found to be within normal range and patient denying any odd sensations, difficulty breathing, or feelings of opioid toxicity. The next day, the patient was inspected pre op for a catheter replacement and it was noted there was too much redness around the staples. The hcp was concerned the system was infected. The surgery was cancelled due to the risks of substantial infection and meningitis. The patient was to follow-up in a week for staple removal. On 2018-jul-03, the patient's catheter was replaced. A small amount of fluid around the pump was cultured. A new catheter was placed and the pump was replaced in the new pocket with the redundant catheter wrapped behind the pump. The staples were removed on 2018-jul-17 and the abdominal site showed some swelling. The patient thought the swelling at the incisional site was getting steadily worse and they also had increased swelling at the lumbar site. On 2018-jul-20, it was noted there was an edema at the incisional site abdomen and lumbar that is getting larger. There was minimal tenderness noted. On 2019-jul-23, the patient had swelling around the pump site and felt pain was poorly controlled. 2.5 mm collimated helical images were obtained and it was noted there was no fluid collection in the region if the pump. Intra-abdominal findings were also normal and there was no evidence of an acute disease process. On 2018-jul-25, the patient went to the clinic for an increase of their pump rate. The patient continued to complaint of swelling around abdominal and back incision. There was no redness, warmth, or oozing noticed. Distention was visible to nurses and upon palpation, the abdomen felt firm. The patient complained of general achiness but no pain upon palpation of pump. It was noted the swelling was not resolving but did not seem to be getting worse. The next day, the patient was seen and there was clearly fluid collection around the pump and a small collection in the lumbar region where the catheter was inserted. It was noted the patient had a history of csf leaks after procedures including the untethering of their spinal cord, and other operations related to the intrathecal system. It was noted this appears to be the case now. After strict sterilization I tapped off the abdominal pocket for perhaps 75 cc straw colored clear fluid, resulting in immediate collapse of the pocket and as well the lumbar swelling, indicating the two are connected, likely a leak at lumbar puncture site is tracking around to the abdominal pocket. The patient had achieved pain relief with the pump at its current setting, so this is not a disconnection. The patient was encouraged to wear the abdominal binder, bedrest as much as possible, a lumbar tisseal or blood patch may be necessary. On 2018-jun-26, the hcp removed out fluid from the abdomen. The next night, the patient's abdomen started swelling again, worse than before. The patient called the clinic and discussed the possibility of a blood patch. The patient was told that if symptoms worsen to go to the emergency department. On 2018-jun-28, the patient felt sick with headache, light-headedness, sinus pressure, nausea, and 1 episode of emesis. The patient had took 6 mg of dilaudid po for pain. The patient was transferred to a new hospital for blood patch. The new hcp examined the patient and noted the pump was in place, but likely with pseudomeningocele leaking through the insertion site, which was tracking around along catheter towards the pump. The hcp also described low pressure headaches consistent w/ csf leak. The headache was a 5/10 in intensity, worse when standing. The patient had some nausea but no other pain. The incision looked well healed, with no leakage or signs of infection. They were mildly tender. On 2019-jul-30, the patient had a lumbar puncture performed and the results were normal. A CT myelogram was performed and on the initial postprocedure scan, layering contrast material is observed within the dominant dorsal subcutaneous fluid collection, consistent with a pseudomeningocele, which again measures 3.3 x 1.5 x 7.2 cm. This is suspected to be from a leak within the catheter tubing (which enters the spinal canal at the l4-5 level) given the tubing junction site within the collection. Contrast leakage is also observed about the inferior most orphaned pain pump tubing line, which enters the spinal canal at the l5-s1 level (13/40). Tiny slip of contrast is present at the l5-s1 interspinous space, which could be secondary to repetitive mechanical trauma and catheter defect. There is no definite communication between this smaller inferior collection and the more superior dominant pseudomeningocele. On 2018-aug-06, the patient was explored to determine the cause of the pseudomeningocele. The patient's incision was opened and the more caudal retained catheter was observed. The catheter appeared to have a suture which was dissected free and an anchoring device which was also dissected from the surrounding scar tissue. Ultimately, the hcp revealed the catheter itself, which at this point had a free open end and was introducing continuous flow of cerebrospinal fluid into the wound. It was unclear if this had been suture ligated or if it was freely open, but the hcp proceeded to suture ligate it with three 2-0 silk ties, which were tied with multiple square knots. On 2018-aug-08, exploration of the anterior abdominal pocket was performed. The hcp was immediately greeted with a brisk egress of what appeared to be cerebrospinal fluid. This was aspirated and sent to the laboratory for routine analysis. The fluid was aspirated until dry. The pain pump was then taken out of its pocket. We examined any potential cerebrospinal fluid leak. The pocket was easily aspirated. There was noidentifiable leak with this maneuver. A small amount of fluid was refluxed back in to the catheter. There was also no identifiable leak with this maneuver as well. The connection that had been previously placed at her previous surgery also appeared to be intact and not leaking. There were no obvious breaks within the tubing. We performed a valsalva maneuver and put the patient's head of the bed up in order to facilitate increased abdominal pressure in attempt to find the leak. There was no leak identified with this maneuver. The pocket was absolutely dry during all of these maneuvers. As such, we elected to not revise the actual pain pump or its catheter. The catheter and pain pump were placed back into the original pockets. On 2019-sep-12 , the patient had "debilitating headaches" when standing up, but does not find much relief with lying down. This has been going on since yesterday evening. The patient had been wearing an abdominal binder. There was some swelling yesterday when the patient loosened their binder. No leaking from incision was seen. The hcp recommended full strength tylenol, ibuprofen, and supplementing with dilaudid. The fluid collection anterior to the pump measures 2.1 x 7.5 x 7.9 cm, increased in size since prior. There is unchanged small amount of fluid along the length of the catheter wrapping around the right flank, likely representing leak dissecting from the tubing course. The intrathecal tubing is unchanged in position and course, with the abandoned intrathecal catheter also unchanged in position. In the posterior midline subcutaneous tissues there is a fluid collection, with rim enhancement and surrounding inflammatory stranding. This extends roughly from the the abandoned intrathecal catheter caudally and extends cranially to the current thecal catheter, roughly measuring 2.8 x 2.8 x 11.1 cm. The next day the patient described slowly progressive worsening of their headache. It is now severe, 9/10 when standing up. It is pressure-like, bifrontal, and radiates to the back. It is relieved partially by lying down, going to 5/10. The patient also reports that there is more swelling under their lumbosacral incision. The patient had noticed no leaking. The patient denied fevers/chills and reports nausea but no vomiting. The patient presents with progressively worsening positional headaches, nausea, and general malaise. Imaging was equivocal. The posterior fluid collection was unchanged in size, though appears to have consolidated. The patient took tylenol without any relief and dilaudid 8 mg every 4 hours at home. Rates 9/10 in severity at this time. Patient also concerned about swelling at site of dilaudid pump in low back and rlq. Wears her abd ominal binder all the time except when in shower. Notes increased pain to low back with radiation down bilateral legs is "much worse than it has been in a long longtime." Minimal associated nausea but feels this may be due to not eating the past two days. Feels like the zofran relieved it. Admits to sporadic numbness and tingling in ble that is baseline for her and no worse than usual. Denies blurred vision, dizziness, neck stiffness, fever, chills, recent travel or sick contacts. Upon presentation to the acute ed, her vital signs were stable, afebrile. Her exam revealed swelling of rlq pump site and lumbar pump site without erythema, normal neuro exam. On 2018-sep-14, a CT myelogram was performed and showed enlargement of the fluid collection inferiorly, from the l4-5 disc space superiorly through the superior margin of s1. This is in proximity to the orphaned shunt catheter tubing which enters the thecal sac at l5-s1 and travels to at least the level of the thoracolumbar junction. Previously seen orphaned tubing/catheter material superficial to the l5 spinous process is no longer present. No direct fluid connection between the thecal sac and the dorsal soft tissue fluid collection/pseudomeningocele is seen. No definite thecal sac defect is identified remote from the catheter entry sites. Presumably, contrast is traveling from the thecal sac either through the catheter tubing and leaking into the soft tissues, or traveling along the margin/borders of the catheter tubing into the dorsal superficial soft tissues. On 2018-sep-19, the patient went to the hospital with a concern of csf leak. The lumbar incision was opened. The old catheter which was inferior and was ligated and the new catheter which was superior and secured to the fascia with an anchor were identified. These catheters were in a pocket of spinal fluid. There was no evidence of spinal fluid emanating from the old catheter. There was a very slight up welling of clear fluid from the fascial entry site of the new catheter. This up welling was increased with valsalva. The fascia was reclosed around the new catheter, and 2 tycron pursestring sutures were placed to perform this free closure. Duraseal was injected over the fascia, and the skin was closed with absorbable sutures. The patient had a very painful with headache overnight, requesting to continue with home pain regimen with po dilaudid, scheduled flexeril, and dc oxycodone (states it does not work for her). The patient was recommended to remain flat x 48 hours and wearing abdominal binder. On 2018-sep-21 the patient was progressing but at 50 degrees the patient had increased soreness in lower back and increased swelling at distal end of lumbar incision. The bed was returned to 30 degree. On 2018-sep-24, a CT myleogram of the thoracic and lumbar was performed and the thecal sac is patent with no block to contrast. Regional bones were unremarkable. The next day the patient's catheter was revised. Both catheters exposed including connected l4-5 catheter and orphan l5-s1 catheter. No leak noted from orphan l5-s1 catheter and this was unchanged. Some minimal csf egress noted around the l4-5 catheter. This was withdrawn 3 inches, trimmed, and connected to a new pump catheter which was connected to existing pump. New catheter was then primed. New catheter length total 100.6 cm, comprising 73.37 cm of new catheter plus 26.9 existing spinal catheter. New settings per 24 hours: 0.4117 mg dila udid, 0.0823 mg bupivacaine. It was also noted that a pseudomeningocele was evacuated from the pump site. On 2018-oct-04, the patient had progressively worsening distension of abdominal area. The patient had been faithfully wearing the abdominal binder. Reports fl uctuating lumbar incisional swelling (mild-moderate) which is not as bad as when they were previously admitted. Has baseline headache but was not worsening. Denied fever, chills, area redness/discharge. Denied any over-exertion/straining over last several days. Reported swelling was not as bad as when they were admitted previously however it was definitely worse than when discharged. Instructed the patient to take pictures of abdomen and lumbar swelling tonight and tomorrow morning for comparison. Recommended icing both ar eas. The next day patient was called to see how they were doing. Swelling was the same, maybe mildly worse however very similar to yesterday. No new symptoms/issues reported. Has been icing and using abdominal binder regularly. Encouraged the patient to continue to monitor but do not recommend return to ed/clinic at this time. Follow up with pain management provider this next week as scheduled. On 2018-oct-18, the patient reported waxing and waning of pain that is, for the most part, well controlled with current medication(s). The patient was following up with pain management provider regularly who did an abdominal ultrasound at last visit and was noticed to have some swelling at generator area of abdomen. Reported continuing to use abdominal binder. The patient also reported some persistent le weakness (l >r) but also acknowledges they've been doing minimal activities. There has been a waxing and waning of the patient's pain medications where the patient reports feeling like they get a rush of pain medication but has been steadily on oral medications and pain management team is aware of issue. The patient reports better back swelling and overall better abdominal swelling post operatively. On 2018-nov-20, the patient had a multiplanar multi-sequence MRI lumbar spine without contrast performed and the results were unremarkable. On 2018-nov-30, the patient was having intermittent swelling in back (when laying) and then when stands migrates to abdomen. Swelling in back can be large and span the length of the incision but then can be small (golf ball size). Continued positional headache which decreases but does not resolve completely with laying down. Is working with pain provider for continued management. Pump is working at "50%" and is also taking oral 6mg hydromorphone q4h. The patient had been continuing to wear abdominal binder which helps but wonders if they will always have to wear the binder. Discussed MRI and CT showed better lumbar pseudomeningocele and minimal swelling around pain pump. Stated will discuss situation with dr. Raslan and have him review imaging next week and follow up with patient. Requested patient take serial pictures of swelling and upload to mychart and to feel free to follow up if further issues arise otherwise. On 2018-dec-06, the patient stated their back swelling had been mildly better but abdominal swelling continued to persist. The patient had been trialing removal of abdominal binder. States pain management is planning dye study after the beginning of year if swelling persists. On 2019-jan-24, the patient rep orts their symptoms never really stopped after the last revision. They noted the symptoms were stable and bearable for a while, however the headaches are now worse and their back pain is becoming unbearable. The patient's headache is posterior and anterior, sometimes radiating to their neck. "It feels like a spinal headache, but not full blown where I couldn't lift my head off the pillow." The patient reported the swelling at the surgical site is worse at night, waking them up due to pain, and it gets smaller during the day. The patient's husband notes the patient drops things more often. The patient had a dye study yesterday, and since then has had increased pain with coughing or bending over. It was noted the patient's symptoms are not fully consistent with csf, and do resemble chiari symptoms, which the patient notes she has. It is possible there is a slow leak around the catheter, and the hcp agree that the patient may benefit from blood patch. On 2019-mar-27, it was determined that they patient's pump system would need to be explanted. It was noted the patient continued to have fluctuating presumed fluid over the pump site and the patient's back was extremely tender. The patient felt like any increase they make with the pump does not help. The pump was decreased in anticipation of explant.

Manufacturer narrative:
Continuation of d11: product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2018-21712 [csf leak] was previously reported. Additional information regarding that event will be reported under this manufacturing number 3004209178-2018-13410 [difficulty aspirating, csf leak]. H6: additional device codes: c76126, c62897 h6: additional patient codes:c3832, c37943, c50499, c3442, c50526, c50643, c50873, c50457, c50487, c3002. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's catheter assembly from the pump was removed. It was noted the patient had and continued to have substantial difficulty with their pump and catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the pump and catheter were explanted and sent back for inspection. No further complications were reported/anticipated.